Manufacturer narrative:
Devices were not returned and no photos were received; therefore, condition of the devices are unknown. The lot numbers of the products are unknown; therefore, the device history records and complaint history could not be reviewed. Compatibility could not be confirmed as part numbers are unknown. X-rays received confirmed the dislocation. The reported device is used for treatment. A definitive root cause could not be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that upon receiving x-rays, it was noted that the patient's hip arthroplasty had dislocated.